Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast reconstruction surgery with a 800cc mentor smooth round moderate plus profile and experienced breast implant deflation on her right side postoperatively; diagnosed after physical exam. As a result, the patient underwent right side explantation and replacement with catalog number 3502800; serial number (B)(4) (overfilled to 1000cc) on (B)(6) 2021.